Event description:
The customer complained after observing a higher than expected non-reproducible vitros tsh result for a single patient sample processed on a vitros 5600 integrated system. Tsh result = 34.1 miu/l vs expected = 1.80 miu/l. Biased patient results of the direction and magnitude observed could lead to inappropriate physician action. The patient result was not reported to a clinician, and there was no allegation of harm as a result of the event. (B)(4).

Manufacturer narrative:
The investigation determined that a higher than expected non-reproducible vitros tsh result was obtained for a single patient sample processed on a vitros 5600 integrated system. Root cause for the event could not be determined; however, the possibility that inappropriate pre-analytical sample processing, the condition of the sample fluid itself or a sample mix-up had contributed to the result could not be ruled out. The investigation found no evidence to suggest the vitros tsh reagents or vitros 5600 system had malfunctioned.